Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: the patient was presented with l4-l5 disk generation and herniation .so he underwent following procedure:1. Anterior spinal fusion, l4-l5 2. Anterior instrumentation with cages, l4-l5 3. Anterior discectomy with decompression, l4-l5. As per op notes&#55726; we now had a clear view of the dura and the epidural space which was free of any further compression. We now distracted the disk space up to 12 mm. I then placed a double barrel sleeved for the cage 14 mm reamers were passed under fluoroscopic and then two cages threaded sequentially in place with an excellent purchase... I then used an angled curette to debride the endplate bone from within the cages both superiorly and inferiorly. Finally, rhbmp-2 sponges were placed within both cages... Patient alleges unspecified injury due to the use of (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.